Manufacturer narrative:
Initial reporter's telephone number is: (B)(6). Siemens has completed a technical investigation of the reported event. The analysis of the siemens CT logfiles do not show a malfunction of siemens-manufactured portion of the system. The siemens CT system performed as specified. The log file review also revealed that the non-siemens injector did not generate an error, hence the reason why there was no error message in the CT logfile. Further siemens investigation is not warranted at this time.

Event description:
It was reported to siemens that a patient passed away during a CT contrast study on (B)(6) 2020 at approximately 5:37am. According to the initial investigation, the pistol for the contrast medium supply of the injector (a non-siemens device) jammed and due to this issue, air was added to the contrast medium. The patient subsequently died due to an air embolism. Since the siemens CT system has an interface to the injector device, this event is being reported by siemens. The reported event occurred in (B)(6).